Event description:
Oversensing and pacing inhibition relative to the associated right ventricular lead was reported. The crt-d system remains implanted. The reported unipolar lead impedance of the subject lead was 597 ohms. The subject lead is associated with the following sorin brand devices: ovatio 6750, (B)(4) and isoline 2cr6 defib lead, (B)(4).

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis pending.